Event description:
Caller reported that insulin gauge displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the caller loaded a new cartridge.